Event description:
Health care professional reported a cracked header on a new dialyzer. Per the health care professional this found during pre-processing, and no pt use or injury associated with this report.